Event description:
It was reported by service report that the load wheel bolts were loose and the accessory wing nut was missing from the incubator fastener system. No pt involvement or adverse consequences are reported.